Event description:
Subsequent information indicates that the device was explanted. The device has been returned for analysis.

Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared a battery status of elective replacement indicator (eri) due to two consecutive charge times outside of the extended charge time limit for the device. No adverse patient effects have been reported. The device remains in service.

Manufacturer narrative:
As of today, no additional information is available and our investigation is complete at this time. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.